Event description:
Sales rep has reported revision procedure. Although the specific reason for the patient¿s revision is unknown, because it was not reported that the patient was asymptomatic, it is reasonable to conclude that the reason for the revision has been determined to be product-related.

Event description:
**Update** (B)(4) 2013 - litigation papers received. Litigation alleges grinding, metal flakes in and around the socket, fluid, pain, swelling, limited range of motion and elevated metal ion levels. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.